Event description:
The caller alleged discrepant results when compared with repeated test results. The repeated test results are as follows: 3.8, 4.2, 2.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of repeated inratio test results provided by end-user at time complaint was filed: 3.8, 4.2, 2.7; average: 3.57; sd 0.78; %cv: 21.78. The %cv is greater than 20% the criterion is not met as per the internal procedure 50 rev.2. Product will be investigated.